Manufacturer narrative:
Arjo was not responsible for service or maintenance of the complained device. The control box that was on this bed, was in use for 8 years. The battery label indicated manufacturing year of 2012, therefore it is likely that the battery was assembled into the device when it was manufactured. Arjo recommends to replace the backup battery every four years to maintain correct bed performance. Based on all above it can be concluded that the maintenance of the device might not have been performed in accordance to the manufacturer's recommendations and within the specified timelines, which might have contributed to the event. The electrical parts of the device are subjected to wear and tear over time as a result of continuous use. The instructions for use for enterprise 5000x bed (746-577-UK rev. 4) includes the following information related to the subject of this investigation: "to maintain best performance, the backup battery should be replaced every four years by an approved service agent". "Check that the bed operates correctly using the backup battery"; "examine the power supply cord and mains plug - if damaged, replace the complete assembly"; "examine all flexible cables for damage and deterioration" - these activities are to be performed yearly by suitably trained and qualified personnel. Arjo device failed to meet its performance specification since the electrical parts caught fire. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to burning marks and melted parts visible on the bed.

Event description:
Following the customer's allegation the electrical parts of the bed caught fire. The photographic evidence provided shows that the connection point between the battery cable and the control box is melted and scorched. There are black smoked marks from the flame on the underside of headboard and bed frame, directly above the control box socket. At the time of the event the patient was on the bed. No injury was sustained. No medical treatment was necessary. The device was taken out of use when the malfunction occurred. It was confirmed by the customer that they perform the maintenance and repairs by their own.